Event description:
It was reported balloon rupture occurred. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the fifth inflation at 20 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed another of the same device. No patient complications nor injuries were reported.